Manufacturer narrative:
Upon receipt of the cylinders and pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected and functionally tested. Both cylinders had no leaks, and no visual abnormality was found upon inspection. The ms (momentary squeeze) pump was visually inspected and functionally tested; no leaks were found. Under microscopic examination, the pump deflation ball was identified to be seated too far forward. During functional testing the pump did not pass deflation testing. Based on the information available and analysis results, the reported clinical events of deflation/inflation issues were confirmed.

Event description:
It was reported that, during the implant of this inflatable penile prosthesis, the device seemingly inflated and delated on the back table during preparation. Once the device was implanted in the patient, it would not deflate. The right cylinder would not fully deflate despite repeated attempts to deflate the cylinder even when outside of the body. Another device was used to complete the surgery. No patient complications were reported.

Event description:
It was reported that, during preparation for the implant of this inflatable penile prosthesis, the device seemingly inflated and delated while on the table. Once the device was implanted, the right cylinder would not fully deflate despite repeated attempts, even when outside of the body. Another device was used to complete the surgery. No patient complications were reported.